Event description:
The user's hearing performance with the device was affected. The user was reimplanted.

Manufacturer narrative:
Device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted as it was not providing satisfactory benefit due to a partial migration of the active electrode out of cochlea. Further the implant housing migrated from its intended position. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user has requested re-implantation with a new device. The surgery is scheduled for (B)(6) 2025.